Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred after customer update the pump. The customer reset the pump and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose value.